Event description:
On (B) (6) 2010, presented to outlying facility with non-stemi. Films reveal the svg to the rt. Pda has stents visible in the proximal mid, and distal segments. This vessel is completely occluded in the mid segment with visible thrombus. Export thrombectomy for 2 passes. A 3.5x40 apex, 3 overlapping inflations. A 3.0x24 taxus liberte deployed in distal graft. An additional inflation overlapping with previously placed stents. Medicated with asa, plavix, heparin, and integrilin. Pt discharged on asa and prasugrel.